Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 24 mmol/l. The customer reported that the insulin pump will not accept a calibration. The customer declined to troubleshoot for high blood glucose. The customer treated with food. Product is not expected to return.